Event description:
A report was received that a patient was explanted, due to the ipg being located in an uncomfortable position, because of the patient's weight loss. The patient is reportedly doing well after the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility. This is the final report.